Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left knee was revised for instability. A size 5 pressfit femur, tibial component, patella, and insert were revised triathlon ts construct with stems and several augments added.